Event description:
Pt had two implanted neurostimulators, one is the chest asn one in abdomen area. Practitioner understood stimulators could undergo limited MRI scans. Pt. Unresponsive following scan.